Manufacturer narrative:
Additional information: b5, d10, g4, h3, h6 h3. Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection showed that the blue sleeve had a hole and several scratch marks, indicating mechanical damage. The reported condition of insulation damage was confirmed, but device-related burn to the patient could not be confirmed. Inspection found the blue heat shrink was scratched, and the device failed hipot testing at the damage site. The damage to the electrode indicates the user mishandled the electrodes. It also may have been cleaned with an abrasive material. This cleaning method would also contribute to the insulator disengaging. The investigation identified the root cause of the reported event to be attributed to user handling damage. The instruction for use (IFU) states: the electrode has a coating to reduce sticking of eschar. Cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, discard it. The reported lot number is not a valid lot number for this product, therefore no examination of the manufacturing records could be perfor med. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during replacement of breast implants, the device was cause a minor burn to the patient. They padded the wound with cold saline. Dressing at end of procedure with bacitracin ointment and xeroform gauze. They change the device to a like device to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during replacement of breast implants, the device was cause a minor burn to the patient. They padded the wound with cold saline. Dressing at end of procedure with bacitracin ointment and xeroform gauze.